Manufacturer narrative:
.

Event description:
It was reported by a MRI technician the patient had her vns generator explanted due to a lack of efficacy and because the generator was uncomfortable for her. Attempts for additional relevant information have been unsuccessful to date.